Manufacturer narrative:
Medical device type: jka,fmi. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during draw it was discovered that the tubing had holes with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: the phlebotomist noticed while drawing a patient, the blood was coming out of the tubing, she stated that there were two holes in the tubing, she discarded the tubing in the sharps container. She stated blood did leak out but no exposure, she had to redraw the patient with another wingset and it was fine, that was from the same lot #.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during draw it was discovered that the tubing had holes with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: the phlebotomist noticed while drawing a patient, the blood was coming out of the tubing, she stated that there were two holes in the tubing, she discarded the tubing in the sharps container. She stated blood did leak out but no exposure, she had to redraw the patient with another wingset and it was fine, that was from the same lot.